Event description:
An endeavor sprint drug-eluting stent was being used to treat a lesion in the rca. The lesion was 80% stenosed, non tortuous and with moderate calcification. The device was removed from packaging and prepped with no issues noted. No resistance was encountered when advancing to the lesion. The lesion was pre-dilated. It is reported that the stent was unable to cross the lesion and on removal the stent was damaged. Another stent was used to treat the lesion (non mdt 2.75x30). The patient is reported to be stable post procedure. The physician indicated that the event was due to use of the devcie in a difficult lesion morphology/anatomy.

Manufacturer narrative:
Evaluation results - deformation problem (stent).

Event description:
Evaluation summary: the device was returned for analysis. The stent was positioned on the balloon between the inner shaft markers as per specification r equirements. The 7th, 13th, 14th, 15th and 18th distal segments were misaligned with slightly raised struts.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (80% stenosed and with moderate calcification). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusion: inherent risk of procedure ¿ (stent deformation). Device failure/lack of effectiveness related to patient condition (80% stenosed and with moderate calcification). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).